Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented via merlin.net with false pause episodes due to poor sensing. It is suspected that the false episodes may be positionally dependent and involve loss of contact in the pocket. No further information available.

Event description:
New information received notes device was explanted. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes patient was stable at all times.